Event description:
It was reported that the tray cse whit27g4.7 we17g3.5 swc x3795 experienced catheter infiltration/extravasation. The following information was provided by the initial reporter: material no.: 405828 batch no.: unknown verbatim: epidural catheter went intervascular.

Manufacturer narrative:
Correction: type of reportable events: serious injury investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the tray cse whit27g4.7 we17g3.5 swc x3795 experienced catheter infiltration/extravasation. The following information was provided by the initial reporter: material no.: 405828 batch no.: unknown. Verbatim: epidural catheter went intervascular.